Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of solution is more yellowish (coded as product discoloration) and peritonitis in a patient (age and gender not reported) coincident with dianeal pd4 unknown bag therapy. On an unreported date, the patient began treatment with dianeal pd4 unknown bag (2.5 liters, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the solution color was more yellowish if compared with the same type of solution. On an unreported date, the patient experienced peritonitis. It was reported that "the culture result for the solution 2.27% sl is negative growth this result from the hospital." The source of the sample was not reported (whether it was the patient's peritoneal effluent or the product bag). Additional laboratory information, treatment information and cause of the peritonitis were not reported. It was not reported if the patient was hospitalized for the peritonitis. On an unreported date, the patient recovered from the peritonitis. The outcome for the solution is more yellowish was not reported. It was not reported if dianeal therapy had continued. The physician believed the event of peritonitis was related to dianeal therapy and did not provide an opinion of causality for the event solution is more yellowish.